Event description:
It was reported that when auto rotating the c-arm it continues rotating past 90 degrees. No injury reported. A field engineer was dispatched to the site and replaced the c-arm switches and c-arm rotary switch. Once this was completed the system was working as intended.